Event description:
It was reported that an asymptomatic patient presented in clinic and the pulse generator exhibited unacceptable thresholds. The physician suspected a setscrew anomaly or a header connection issue. The device was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed that it was difficult to insert the test leads into the right ventricular connector port, and the lead insertion force used to insert the lead was out of specification for the product. This likely contributed to the reported complaint in the field.

Manufacturer narrative:
UDI (di): (B)(4).